Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred during basal deliveries. It was also reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. A new cartridge was successfully loaded to address the event. The customer's blood glucose level was 160 mg/dl.